Event description:
It was reported that the device delivered inappropriate anti-tachycardia pacing for atrial fibrillation. The device was reprogrammed to resolve the event. The patient was stable and there were no adverse consequences.